Manufacturer narrative:
(B)(4). The device history review the product hemolok l clips 6/cart 84/box lot# 73h2000218 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Clip fell from applier during surgery.